Event description:
Customer reports back to back testing on the same meter while using the compact system with results of lo (less than 10 mg/dl) and 112 mg/dl. Quality controls were expired. No adverse event reported. A request was made for return of the suspect product, and a replacement was sent.